Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) device would not inflate. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because this was a phone fix. While on phone, contact tried another balloon and it did inflate ok. Contact ran unit for 10-15 minutes, balloon inflated and all worked good. No parts used.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.